Manufacturer narrative:
Evaluation summary: it was caused due to the pcb board failure. This device is not marketed in us, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
Before the installation, fse found that the processor can't recognize the scope and appeared the error code: no. 12 when they did the open box inspection. The time of event is before use. There was no report of patient harm.